Event description:
Dealer states chair will slow down and stall when trying to go up ramps. Batteries dropping over 3 volts on load test.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.